Event description:
It was reported that patient underwent bilateral knee arthroplasty with the left knee being replaced on (B)(6) 2006, and the right knee being replaced on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2012, due to pseudogout. The tibial bearing in each knee was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00513 / 00514).

Manufacturer narrative:
This report is being sent to relay that user facility report (B)(4) correlates to the same event.